Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system infection. Medication was prescribed for the infection. This lead remains implanted and in service. No further patient symptoms were reported.